Event description:
It was reported that during a pump replacement the health care provider was opening the pocket and removing the pump from the pocket and catheter connector came off, boot disconnected, and landed in the body; catheter was open for approximately 1 minute. The health care provider connected the pump as he felt not much drug had been lost. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4). Catheter model #8709 lot # l57096, implanted: (B)(6) 2000, explanted: unknown.

Manufacturer narrative:
Catheter model # 8709 serial # (B)(4), implanted on: (B)(6) 2007 explanted on: unknown. Catheter model # 8709, lot # l57096, implanted on: (B)(6) 2000, explanted on: (B)(6) 2012. (B)(4).